Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the site rebooted the system, which resolved the issue.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A090501 was coded for the 3d mode not being ready. A1102 was coded for the error messages. A13 was coded for the images not transferring to the navigation system. A1302 was coded for the images being unable to transfer. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the spin, the image had a nav tag but would not transfer to the navigation system. The imaging system was unable to send images. Attempted to send manually, but the navigation system would not fully accept the spin. The system said, "unregistered exam" and said to perform a manual registration. During the second spin, the site received an error saying "3d mode not ready" but everything was green and ready to spin. Rebooted everything and the issue persisted. The site took out imaging system and used a different imaging system, and it worked but it labeled the spin at number 4 like it received 3 prior images, the one spin sent multiple times. There was one unused spin. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3,h6: software analysis was completed and there was insufficient information to determine probable cause as logs were unable to be r eceived medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: m021083c001, software version: 4.2.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.